Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by a sales representative via sems that a ar-8741-15 guidewire snapped. This occurred during a case, with no patient effect reported. No additional information provided.

Manufacturer narrative:
Since the complaint device was not returned, a physical evaluation of the device was not performed. However, the complaint allegation is not confirmed without the device being returned or any photos provided. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.

Event description:
Additional information provided on 01/05/2023, it was reported that a mis bunion case took place on (B)(6) 2022. The device snapped at the junction of the wire driver. The fragments were retrieved, and a different k-wire was used to complete the case. The patient had average bone quality.